Event description:
Device came apart from connection and lost suction. Pt had a large amount of drainage from drain site because of loss of suction. Pt was returned to surgery to correct neck hematoma.